Event description:
Customer returned her thermometer with note to braun thermoscan. From this note, and subsequent conversation, following was learned: customer used ear thermometer to monitor her daughter's temperature on 5/18/1998 and 5/19/1998. Source suspected her child had fever because child felt "really hot," which source attributed to child's teething. In note, customer reported readings between 98.6-99.2f, yet in subsequent conversation, customer recalled that highest reading obtained was 99.9f. All readings were taken in chile/adult mode, which is incorrect for child this age. Unit was not used on 5/20/1998, day seizure occurred. That day, child was at her aunt's house. Around 2:00 pm, when child was watching tv, aunt saw her slouch over and convulsing. Initially, aunt thought child was choking. Police came to house, and child was taken to emergency room. Rectal reading of 104.5 f was obtained, an intravenous administered, blood drawn, and x-rays taken. Dr prescribed antibiotics and believed child had ear infection.